Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that their right elbow was caught while retrieving a sample from the buffer module of the glp track system. They stated that when the lid was open, the gripper did not detect it and proceeded to operate, resulting in the customer's arm being caught during the sample retrieval. The customer was wearing appropriate personal protective equipment (ppe) at the time of the incident. No skin abrasions or visible injuries were observed. The customer reported experiencing tingling in one of their fingers the following day. They consulted a doctor, who suggested that the tingling could be due to a nerve being impacted. The doctor advised the customer to monitor the symptoms and wait to see if they resolve. The customer did not seek additional medical attention beyond the initial consultation. No treatment/medical intervention was given. There was no further impact to the customer and no impact to patient management as no patients were involved.

Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. The aas team did not receive the log and cantraces of the time of the incident; therefore, were unable to determine the cause. They were able to see that the bm was not switched into offline mode prior to sample retrieval as outlined in the operations manual in order to avoid potential injury. Due to the investigation findings not identifying any defect or concern and the software is on the required version at the customer site, no further actions will be performed. A review of complaint and trending data for the glp buffer module (bm), did not find any other complaints related to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp buffer module (bm), for serial (B)(6) was identified.

Event description:
The customer reported that their right elbow was caught while retrieving a sample from the buffer module of the glp track system. They stated that when the lid was open, the gripper did not detect it and proceeded to operate, resulting in the customer's arm being caught during the sample retrieval. The customer was wearing appropriate personal protective equipment (ppe) at the time of the incident. No skin abrasions or visible injuries were observed. The customer reported experiencing tingling in one of their fingers the following day. They consulted a doctor, who suggested that the tingling could be due to a nerve being impacted. The doctor advised the customer to monitor the symptoms and wait to see if they resolve. The customer did not seek additional medical attention beyond the initial consultation. No treatment/medical intervention was given. There was no further impact to the customer and no impact to patient management as no patients were involved.